Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. All device components were explanted and will be returned.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected. Sc-2218-50 sn: (B)(6). The returned lead was analyzed and visual inspection showed the lead was cleanly cut during the explant procedure and the proximal end was not returned. With all the available information, boston scientific concludes the reported event was confirmed. The allegation of lead migration was confirmed by the physician. Therefore the probable cause of the complaint was known inherent risk as part of the system to deliver stimulation. No anomalies were identified on the lead aside from the clean-cut. Sc-2218-70 sn: (B)(6). The returned lead was analyzed and visual inspection showed the lead was cleanly cut during the explant procedure and the proximal end was not returned. With all the available information, boston scientific concludes the reported event was confirmed. The allegation of lead migration was confirmed by the physician. Therefore the probable cause of the complaint was known inherent risk as part of the system to deliver stimulation. No anomalies were identified on the lead aside from the clean-cut.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned lead was analyzed and only the proximal tip was returned. The damage to the lead is a result of a typical explant procedure and it is not considered a failure. With all the available information, boston scientific concludes the reported event was confirmed. The allegation of lead migration was confirmed by the physician. Therefore the probable cause of the complaint was known inherent risk as part of the system to deliver stimulation.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. All device components were explanted and will be returned.

Manufacturer narrative:
Date o event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16625415. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16808018/16523067. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 17254681. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 17186957.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. All device components were explanted and will be returned.